Event description:
The customer reported that the system displayed an iris collimator minimum - maximum detection error message after it was booted up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator iris was calibrated. The system was tested and found to be working as intended and put back into service.